Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0872 inches. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, unexpected battery alerts on 09/09/2025 18:38:00, 09/02/2025 23:18:00 and 08/30/2025 05:21:00 found in the history files or traces. Battery cycle 28.0 received the lowbatteryalert (104) on 09/09/2025 18:38:00 faster than expected at 6.66 days.battery cycle 24.0 received the lowbatteryalert (104) on 09/02/2025 23:18:00 faster than expected at 3.75 days. Battery cycle 22.0 received the lowbatteryalert (104) on 08/30/2025 05:21:00 faster than expected at 6.69 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Customer experienced an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected and unexpected battery power loss were confirmed, suspecting hardware issue. Unable to confirm high bgs. Cosmetic damage confirmed at the corner case of belt clip rails, keypad overlay and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported short battery life of the insulin pump; the battery lasted only for five days. The customer also reported a replace battery now alarm without a prior low battery alert, also the belt clip was loose. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-398a, mmt-1884, acc-1601. Troubleshooting was partially performed for high blood glucose event as the customer declined further troubleshooting. Troubleshooting was performed for the short battery life, replace battery now alarm and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the belt clip anomaly and the customer will be provided with a belt clip replacement. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-398a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for acc-1601.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.